Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Visual inspection of the as returned product identified a large amount of wear and bone tissue trephined out of the tooth site. Proper dimensional verification cannot be performed due to the condition of the returned device. No pre-existing conditions were noted on the per. Review of appropriate documentation DHR review was completed for the subject lot number 60875165. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st0934) was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complaint history review was performed for the reported lot number (60875165) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number : (B)(4). Patient identifier unknown / not provided. Date of birth unknown / not provided. Weight unknown / not provided. First name unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due malpositioning and peri-mucositis.